Event description:
On(B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-003, lot 2004017 was leaking from a small hole in the tubing." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Manufacturer narrative:
On 04/22/2022, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00017.